Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope's fiber bonding in the outer tube area (distal end) was damaged, and the video cable was broken and therefore the shutter was defective. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope's fiber bonding in the outer tube area (distal end) was damaged, and the video cable was broken and therefore the shutter was defective. There were no reports of patient harm.